Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was 300 mg/dl. Reportedly, there was a temporary delay in clearing the alarm.